Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.

Event description:
During a lung resection procedure, the instrument did not fire and the knife blade did not cut. The surgeon applied another device without patient injury.